Event description:
Staple reload defect. When fired, metal cover came off and small yellow triangle shaped piece (5/16") removed through laparoscope. Charge nurse opened a new reload and reloads contained two of these small yellow pieces. Unable to locate second yellow piece of reload; x-ray called. Located second piece via scope and removed.